Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the technical support engineer (tse) that the monopolar instrument had no coagulation function, although the cutting function was working well. The customer replaced the monopolar energy cable and power cycled the generator, but the issue persisted. The tse reviewed the logs and identified a repeatable error c-34 on the generator. The tse suggested using a lower energy level for the monopolar instrument, but the problem continued. Eventually, the tse instructed the use of a force triad generator instead of the generator to activate the coagulation feature, allowing the user to continue the procedure as planned without further issues. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed in the system logs with a significant number of c-34 errors. The unit was tested on the system, and it presented error c-34/c-00 on startup. The error logs were empty prior to failure analysis. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.